Manufacturer narrative:
Section d4 and g4 were corrected. Results of investigation: the device, used in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. There were no indications of an issue that would potentially lead to a future performance issue. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. Navio surgical technique guide for knee arthroplasty (B)(6) provides instructions for using the bone screw driver. We were able to confirm if there was a relationship established between the reported event and the device. Visual and functional evaluation found that the pin driver failed to turn/rotate the bone pin because the inner driver is no longer attached to the pin driver. The malfunction was caused by mechanical component failure. A corrective action has been opened regarding this issue. Per complaint details, the navio pin driver broke during pin removal (the inner mechanism of the bone pin driver came out) so the surgeon ¿chucked up each individual pin to remove it¿. Reportedly there was no surgical delay or patient harm and the surgeon was ¿happy with the outcomes of the case¿. Based on the information provided, the modified procedure did not result in any patient harm and per correspondence, ¿the patient is doing very well¿. No further medical assessment is warranted at this time.

Event description:
It was reported that during a tka procedure, when the surgeon went to remove the navio bone pin after completing the surgery, the inner mechanism of the bone pin driver came out. They chucked up each individual pin to remove it. No other complications were reported.